Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose between 400 mg/dl to 600 mg/dl. The nurse was assisted with settings. The insulin pump will not be returned for analysis.